Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) year old female pt alleged that she had open wounds and a rash from the lifevest. The pt reported that the metal on the therapy electrodes (tes) caused a rash on her back and under her front left breast that caused an infection. The pt reported that her doctor did not prescribe her anything for the irritation. No further follow up info is available. The pt ended use of the lifevest.

Manufacturer narrative:
Electrode belt sn (B)(4) was not returned to the MFR. There is no indication of a device failure associated with this event. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.